Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation the pump did shut off without alarming when the platen door was closed. Inspection of the pump found fluid ingress damage inside the pump. The damage caused the pump to short circuit. The pump was not able to be repaired.

Event description:
The initial reporter stated that the pump shuts down when the platen door is closed. The initial reporter also stated that this occurred during testing and that there was no patient impact. (B)(4).